Event description:
The customer reported ¿product malfunction¿, without additional clarification. No patient injury was reported.

Manufacturer narrative:
Upon examination of the returned product, it was noted that latex was missing from the balloon. One catheter was received with an attached monoject 1.5cc limited volume syringe. The cal-cup and packaging were not returned. Balloon testing was performed with the returned syringe. Examination revealed that the balloon had a rupture in the central area on one side of the balloon; however, the latex did not appear deteriorated. The edges of the latex did not appear to match up. The catheter passed in-vitro calibration on both vigilance I and ii monitors. The catheter also passed transmission and cross-talk testing. The thermistor read 37.0 c when submerged into a 37.0 c water bath. Per the vigilance manual, thermistor temperature reading accuracy is +/- 0.3c. There were no error messages observed during cco testing in a 37.0 c water bath on vigilance I and vigilance ii monitors for 5 minutes. The thermistor and thermal filament circuit were continuous, there were no open or intermittent conditions. No visible inconsistencies were observed on eeprom data. The resistance value of the thermal filament circuit was measured and found with the allowable specification. All through lumens were patent without any leakage or occlusion. There was no visible damage observed on the catheter body or the returned syringe. A review of the manufacturing records indicated that the product met specifications upon release.a balloon rupture with missing latex was confirmed during the evaluation; however, there are no indications that this is related to the manufacturing process. Although the conditions of use are not known, the IFU does state: to avoid " to avoid damage to the pulmonary artery and possible balloon rupture, do not inflate above the recommended volume". No actions will be taken at this time.